Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacture's (lm) review of the customer cleaning disinfection and sterilization (cds) processes, the device evaluation and the lms final investigation. A review of the information in the reprocessing procedure provided by the user did not provide any information that could be used to determine deviations from the IFU. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was evaluated where no abnormalities were found that could have led to the positive culture. Based on the results of the investigation, the relevance between the device and the detection of bacteria could not be established and a root cause could not be determined. IFU warns on improper reprocessing as follows: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor the field performance of this device.

Event description:
It was reported that, during receipt inspection after repair, the gastrointestinal videoscope tested positive on (B)(6) 2024 for 14 colony forming units (cfus) of neisseria flavescens, staphylococcus haemolyticus, staphylococcus salivarius, & rothia aeria. On (B)(6) 2024 the device tested positive for 2 cfus of bacillius species. On (B)(6) 2024 the device tested positive for 4 cfus of staphylococcus haemolyticus & staphylococcus epidermidis. All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The device evaluation is ongoing. Prior to the device evaluation, the device was sent out for additional microbiological testing. The hygiene microbiological investigation report indicated the channels of the scope were cultured and the results obtained comply with the target level for an endoscope subjected to high level disinfection and rinsed with sterile water. Olympus provided the following result of the culture test, performed at the third-party labs: sampling date: (B)(6) 2024 sampling from: all channels cfu: 0 cfu bacterial identification: no detection once the investigation has been completed, a supplemental report will be submitted with device evaluation results.